Event description:
It was reported that the customer received an unexpected restart and an external error alarms. His blood glucose level was 224 mg/dl. He was hospitalized for a cellulitis infection in both legs, an urinary tract infection, and reactions to antibiotics. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.